Event description:
Additional information was received that the dissection occurred during the delivery of the valve, but was first noticed at the end of the procedure. Per the physician, the dcs and the patient's calcified aortic arch caused/contributed to the dissection. Conservative treatment was provided. It was further reported that the aortic dissection caused the death.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop23-29, serial/lot#: (B)(6), ubd: 22-may-2027, UDI#: (B)(4), continuation of d10: product ID: {gwbc30}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in a patient with significant aortic arch calcification, there was resistance felt during delivery catheter system (dcs) advancement. Following the implant of the valve, an ascending aortic dissection was observed, and the dissection was contained without patient instability. Following the implant procedure, the patient remained stable. However, five days following the implant of the valve, the patient developed hemodynamic instability and died due to an unspecified reason.